Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer was provided a repair quote, however, the repair quote was declined by the customer. The device was returned to the customer unrepaired and therefore no root cause could be determined. The customer was advised to not use the device without any repairs.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.